Event description:
It was reported that a Diamondback 360 Coronary Orbital Atherectomy (OAD) was advanced across a 90% stenosed mildly calcified lesion in the LAD over the ViperWire Coronary guidewire. The vessel was primarily wired with another wire and then it was exchanged to the ViperWire Coronary guidewire. An attempt was made to perform atherectomy from distal to proximal; however, the device could not move due to being stuck with the wire. Therefore, both the guidewire and the OAD were removed, and a new ViperWire guidewire and OAD were used. It was noted that guidewire fracture had occurred. One treatment was performed on low speed prior to guidewire fracture. The fracture occurred due to contact with the OAD. It was noted that the OAD crown did not jump prior to the fracture and there was mild wire bias. The fragment was attached to and still engaged with the OAD and was removed with the OAD. The procedure was completed without any adverse patient effects.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.